Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the device analysis indicates that adhesive around light guide lens and objective lens has wear, server plug-in has corrosion was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: adhesive around light guide lens and objective lens has wear, server plug-in has corrosion cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.